Event description:
It was reported that the patient was diagnosed with a lesion in the mid left anterior descending (mlad) with 95% of blockage. The patient was taken for percutaneous transluminal coronary angioplasty where the lesion was predilated with a 2.5 x 12 mm voyager nc balloon. A 2.5 x 23 mm xience v stent was deployed at 14 atmospheres in the mid lad lesion. Post deployment was performed and an edge dissection was observed at the distal end of the stent. A 2.25 x 12 mm stent was used to cover the dissection. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.5 x 12 mm voyager nc; guide wire: balance middleweight; guiding catheter: cordis; inflation device: medtronic there was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.